Event description:
Product analysis was performed on the returned vns generator. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the vns generator memory locations revealed that 94.457% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. It was reported that the mother felt that the vns generator was depleting father than normal. The allegation was confirmed invalid by product analysis.

Event description:
Additional attempts for additional information were made. New information was received from the physician stating that the increased seizures occurred on (B)(6) 2013 with the tonic type of seizures having longer duration. The increased seizures are above baseline. No changes in medications or programming occurred. The patient¿s seizures improved and returned to baseline after the vns generator was revised.

Event description:
It was reported that the patient was going to have a new vns generator replaced prophylactically due to ifi (intensified follow-up indicator)= yes. It was later that the patient's mother reported that the operation would be moved up because the patient is having increased seizures. Attempts to contact the physician for additional information regarding the increase in seizures have been unsuccessful to date. The vns generator was explanted on (B)(6) 2013 and was returned to the manufacturer on (B)(6) 2013 for product analysis.

Event description:
Per the battery longevity chart, product analysis, and programming history, the vns generator battery's ifi condition is an expected event. There were no performance or any other type of adverse conditions found with the pulse generator.